Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the reverse total shoulder arthroplasty the impactor broke during back table assembly of the srs proximal body/distal stem construct. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Visual examination of the provided pictures confirms the impactor is fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.